Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to loss of sensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.